Event description:
It was reported that balloon rupture occurred. A 1.50mm x 20mm fg emerge balloon catheter was advanced for dilatation. However, during inflation at two to three times, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.